Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive when she was attempting to bolus. Customer's blood glucose was 100 mg/dl. The number kept scrolling up when she attempted to enter her blood glucose reading. Customer doesn't recall any significant event which may have caused the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. No unexpected numbers ramping or scrolling during testing. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.